Event description:
Pt underwent replacement of penile prosthesis implanted for at least 10 yrs. Pt claimed it had not worked in yrs. Original hosp record is not available, therefore rptr is unable to determine MFR.